Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025 around 05:00 am the patient was unconscious experiencing a seizure due to hypoglycemia and her sensor was giving inaccurate reading. The patient could not recall the exact reading when it happened as she was sleeping but remembered looking at the cgm and the reading was 75 mg/dl. Her husband reported that the bg reading was below 50 mg/dl. There was no medication or treatment provided at that time. They called an ambulance, when the ambulance arrived she was told that the readings from her sensor was inaccurate but she could not remember what the cgm and bg readings were. She was treated with IV glucose and glucagon and was advised to go to a healthcare facility but refused. The patient continued to feel sick for the following two days but was feeling better at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.